Event description:
It was reported that the pump wake button was difficult to press. Requiring multiple presses to activate screen. Blood glucose level was recorded at 7 mmol/l. Customer reverted to using manual daily injections as a backup therapy.